Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on and the media processing unit was replaced to resolve, and it was further noted that the system fan was noisy and it was also replaced.

Event description:
It was reported that the programmer was unable to power on even with trying multiple power cords. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).